Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the t:lock became disconnected. Customer's blood glucose (bg) level was over 556 mg/dl with trace ketones. A pump supply change was preformed resolving the issue.